Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected fracture of the right atrial (ra) lead. Non capture, low impedance and loss of sensing were noted on the ra lead. This lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a possible insulation breach on the right atrial (ra) lead.